Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the cannula did not deploy. The patient's blood glucose rose to 288 mg/dl. The pod was worn for between 1 and 4 hours. A new pod was applied.